Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Product is working as intended. Most likely underlying root cause of malfunction: user hematocrit outside of range (B)(4). Note: unable to contact the customer via telephone at call backs on 04/07/2017, 04/08/2017, 04/09/2017, 04/10/2017 and 04/12/2017. Product notification letter unable to be sent due to no address on file for customer. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved. No medical attention reported. Product is working properly. Customer is satisfied.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occured with multiple strips. Customer has anemia. Customer stated he is not on any routine treatment and has not been diagnosed with renal failure. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated he was having a headache. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 204 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/29/2018 and open vial date was unknown. The meter memory was not reviewed for previous test result history.